Manufacturer narrative:
The company service representative was unable to confirm nor replicate the reported event, as there was no request for servicing and the system was not tested. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had shutdown randomly. It works for a while then shuts down again. The console also had poor or no vacuum in irrigation/aspiration mode. The procedure details and patient impact have not been provided. Additional information has been requested but none received.